Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the back therapy pads of the lifevest equipment. Patient described the area as burning, red, itchy, bumpy and blistery. The patient's caregiver recommended a steroid cream for the skin irritation. It is unclear if the caregiver is a medical professional. Reporting out of abundance of caution. Follow up indicated that the skin irritation improved.